Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Device not returned.

Event description:
It was reported that the pump shutdown and the pump ran out of insulin. Tandem technical support (tts) was unable to confirm the sequence of low insulin and battery alerts and alarms in the pump logs as the customer did not upload pump logs for review. The customer¿s blood glucose level was 555 mg/dl. Tts assisted the customer in charging the pump and changing pump supplies and insulin delivery was successfully resumed.